Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient sometimes saw 5 bars on the bottom of the recharger and sometimes saw 0 bars. The patient confused the coupling bars with charge level. The patient was seeing the ins battery in discharge state screen and the reposition antenna screen on the recharger, but the patient did not have their antenna over their stimulator. The patient said they had their charger on all night, but it did not charge the ins. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told to reset the device and it stopped working again. The patient had a call planned with manufacturer representative because they were unable to adjust the stimulator and stated that "it was too high on both chargers." No further complications are anticipated.